Manufacturer narrative:
(B)(4). The field service representative (fsr) stated the ccp switched out the suspect flow sensor with the original flow sensor that was supposed to be on this unit, as the fsr could not locate the original flow sensor on his last preventive maintenance (pm) visit. The fsr completed a pm on the centrifugal unit and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow readings were erratic (jumping around) with the flow sensor on the perfusion system. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: the perfusionist (ccp) stated the flow measurement during cpb became erratic. There were no issues seen during priming of the cpb circuit. As the flow measurement became erratic, there were even some false backflow alarms. The ccp elected to use a sorin flow sensor from a sorin stand-alone centrifugal system. The ccp clipped the sorin sensor to his cpb circuit and the flow was measured and displayed on the sorin device (not the system-1). The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. During the laboratory evaluation, the complaint effects were not able to be duplicated. Testing included running the flow sensor and comparing flow readings with the calibrated flow sensor. In all cases, the flow sensor was within tolerance of the calibrated flow sensor. Flow was monitored while mechanical agitation was applied to sensor and cable. Flow readings remained steady. Corrosion was noted on the flow sensor connector and within the connector¿s conductor (pin) area. While corrosion can create a conductive path across pins if allowed to accumulate sufficiently, the lab analysis did not demonstrate any shorting during testing. Cable being removed from device may have affected results. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.